Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. The sleep current measurement and active current measurement within specifications. All buttons functioning properly. No damage in the keypad assembly noted. The connector was inspected and properly connected. No unexpected bottom error alarm noted. Unit received with scratched case and fading serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's down arrow button did not work. Customer's blood glucose level was not reported. The device was not returned.